Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient received an inappropriate shock for atrial flutter. Therapy was withheld in other episodes that were labeled atrial tachycardia/atrial fibrillation. A change in programmed rate intervals allowed detection. The device remains in use. No further patient complications have been reported as a result of this event.